Event description:
The clinician reports that they drew blood and then closed the sheath at hip height and with arm extended in front. The clinician alleges that they received blood exposure to eye at the time of sheath closure. The clinician identified that the bevel of the needle was up. No injury to the clinician for this event.